Event description:
The contact of a peritoneal dialysis (pd) pt reported finding a fluid leak following the pt's discontinued treatment. After receiving an "air detected in cassette" cycler alarm, the pt's contact canceled treatment and discovered a fluid near the pt's catheter extension, however the pt's contact could not determine the exact origin of the fluid leak. The pt contact was advised to contact the pt's pd nurse, the set was not made available for eval. During follow up the pt's contact stated the pt's effluent has remained clear and the pt's pd nurse reported that the pt did not have any signs of infection and was not given any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.